Event description:
An (B)(6) female patient contacted zoll lifecor customer support to report that her monitor was constantly alarming to "check belt". The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. The monitor was found to have a belt communication issue resulting in a flat-line on both the side-side and front-back channels. The root cause investigation is still underway; a supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.